Manufacturer narrative:
The main component of the system. Other relevant devices are: catalogue # etlw1616c124e, serial # (B)(4), use by date: 04/22/2016, upn # (B)(4); catalogue # etlw1613c82e, serial # (B)(4), use by date: 11/27/2015 , upn # (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with back pain in the emergency room and it was determined the aneurysm had ruptured. The physician thought the event was due to a type ii endoleak. The decision was made to explant and upon explant it was noted there was an endoleak that appeared to come from a hole in the fabric of the stent graft. Per the physician the cause of the rupture was due to the endoleak. The cause of the type iii endoleak was unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device analysis and films review summary: the exact cause of the ruptured aaa could not be determined from the returned explanted devices and films. The pre-implant anatomy/films were not available for review. CT¿s returned from 20, 33 <(><<)>(> <(>&<)><(><<)>)> 36 months post-implant all revealed that the bifurcate was positioned just below the renal arteries within the calcified and angulated neck. The bifurcate appeared well-sealed proximally and distally; the aortic body od ranged from 23 ¿ 24 ¿ 22 mm along a 30mm sealing length, and at the rupture event had increased slightly to 25 ¿ 23 mm, along the 25mm seal length. The aortic body was angulated between covered stent rings 3 <(><<)>(><(>&<)><(><<)>)> 4, ~55 ¿ 60° a-p relative to the distal aorta. Two localized areas of calcification were seen at the transition from the neck to the aaa. A calcified shelf was observed along the left side of the bifurcate near the transition stent #5 above the level of the contralateral limb proximal markers which appeared to be in contact with the stent graft. Another area of calcification was seen outside the right/ipsi side of the bifurcate between covered stent rings 3 <(><<)>(><(>&<)><(><<)>)> 4. During the implant interval between 20 <(><<)>(><(>&<)><(><<)>)> 30 months, the aaa maximum diameter had increased from 10.0 cm to 10.6 cm, and subsequently ruptured at 36 months. During this implant duration, other than a likely type ii endoleak, no other clear endoleak was ob served from the CT¿s provided. From the location of the holes seen on the returned explant and the returned films, it appears likely that the abrasion related holes seen on the bifurcate were caused by abrasion from aortic calcification in contact with the stent graft aortic body during the implant duration. This fabric abrasion may have been exacerbated by the neck angulation. Although a type iii fabric endoleak was not seen via CT, these holes may have still been pressurizing the aaa sac, and during removal of the stent graft from the calcified aorta these fabric leaks would have been more apparent. It is also possible that the type ii endoleak also contributed to the aaa expansion and rupture. If information is provided in the future, a supplemental report will be issued.